Event description:
It was reported that usb port were worn and dirty. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support.